Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was tiny. The customer reported that two sensors had sensor glucose versus blood glucose issues. Sensor glucose had been 2.2mmol/ l and blood glucose 12mmol/ l. They had tried to switch sensor function off for a few hours but upon switching it off the issue had persisted. She explained that two sensors had received change sensor alarm without any previous alarms. Fifth sensor had no signal upon removal the electrode was tiny. The sensor will not be returned for analysis.